Manufacturer narrative:
(B)(4). Date sent 3/7/2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and the anvil missing. Device was received with staples present and the breakaway washer was not present. When forward battery was installed, green checkmark did not illuminate, confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful. When shrouds were removed, the motor connector was observed disconnected from the pcba. The motor connector was pushed until fully seated and the device was tested for functionality with a test battery. A new washer was placed on a test anvil and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The damage observed on the motor connector is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2024. D4 batch # unk. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the powered ils didn't worked at all. The battery was installed and the light was on. When firing there wasn't any voice and nothing happened. They took a new device to get the procedure done. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/12/2024. D4: batch #479c24 . Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and the anvil missing. Device was received with staples present and the breakaway washer was not present. When forward battery was installed, green checkmark did not illuminate, confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful. When shrouds were removed, the motor connector was observed disconnected from the pcba. The motor connector was pushed until fully seated and the device was tested for functionality with a test battery. A new washer was placed on a test anvil and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The damage observed on the motor connector is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 479c24, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 4/21/2025. D4 batch #479c24. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and the anvil missing. Device was received with staples present and the breakaway washer was not present. When forward battery was installed, green checkmark did not illuminate, confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful. When shrouds were removed, the motor connector was observed disconnected from the pcba and damage was observed on the pcba connector wiring. This indicated the motor plug¿s locking mechanism was not working appropriately. The motor connector was pushed until fully seated and the device was tested for functionality with a test battery. A new washer was placed on a test anvil and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The damage observed on the motor connector is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 479c24, and no non-conformances were identified.